Event description:
Reporter alleged being unable to read the test strip vial label into that is used in conjunction with the blood glucose monitoring device. Reporter stated when-inserting the test strip, she was obtaining an error after dosing, and when she looked at the vial, she was unable to read the info on it. Reporter indicated no treatment was received. A request was made for the return of the suspect device and replacement product was sent.